Manufacturer narrative:
The controller and the shoulder pack were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. The reported event could not be confirmed; the controller could perform as intended during bench testing. Surface temperature was normal at top and bottom of the controller after running for 3 hours. Failure analysis revealed that the device passed visual examination and functional testing. It was noted that the controller contained a fairchild mosfet, which may run at higher temperatures, but still within the manufacturer's temperature range. Supplemental testing was performed, and included measuring the internal temperature of the controller after an extended period of time in use. The results revealed that the power mosfet was operating at 108oc, which is still within the manufacturing temperature range between -55oc to 150oc. Failure analysis of the shoulder pack revealed that the unit passed visual inspection; the shoulder pack did not show signs of being unusable or burnt. Based on the available information, a possible root cause of the reported event can be attributed to a power moseft operating at an elevated temperature. However, testing of the controller revealed a normal surface temperature reading. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report

Manufacturer narrative:
Concomitant medical products: serial # :(B)(4), catalog # : 2060us, exp. Date: 07/31/2016, mfg. Date: 07/31/2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
It was reported that the vad staff had been monitoring the controller temp because it had been running hot. Patient had been instructed to not have controller under covers when resting at home. However, the patient came into clinic and showed that the controller was so hot that it had burned the plastic of his shoulder bag. There was impact to the patient. However, the patient changed out the controller due to being so hot to the touch.